Manufacturer narrative:
Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm during basal delivery. There was no impact to customer's blood glucose level. During troubleshooting with tandem technical support, customer indicated there had been no interaction with the pump fo the past 12 hours.